Manufacturer narrative:
Isi has requested the mcs instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument log for the monopolar curved scissors instrument (part number 470179-19/lot number k10220530 0049) associated with this event has been performed. Per logs, the monopolar curved scissors instrument was last used in a procedure on(B)(6)2022 on system sk2207. The alleged instrument had 8 remaining usable lives. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the mcs instrument had current jump. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted surgical procedure, the surgeon was complaining about some sparks when using monopolar curved scissors (mcs) instrument. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and did not find any relevant error. The tse suggested to reduce arcing, like adequate amount of tissue in the jaw, avoidance of fluid filled jaws and avoidance of very large bites of tissue. The surgeon replaced the mcs instrument and continued with the procedure. The surgeon called back technical support to report additional information. The surgeon said felt that it was a spark, but apparently a nerve twitched at the moment he was applying the energy. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on (B)(6)2022: there was no sparking occurred during procedure. There was no patient injury. There was a muscle/nerve twitch in the near of the mcs on structures where the surgeon did not touch. The surgeon stated that this was because of a kind of current jump. After replacing the mcs instrument, the issue did not happen again.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not confirm or replicate the customer reported complaint. Fa found the primary finding of could not reproduce - cannot verify external event to be related to the customer reported complaint. Visual inspection was performed, and no thermal damage was observed. Electrical continuity test was performed and passed. The instrument was placed and driven on an in-house system. The instrument was connected to the in-house erbe generator and passed energy recognition. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. Energy delivery was performed and passed. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.